Manufacturer narrative:
MFR date: 28aug2020. Event date: 08sep2020. It was clarified that this event was observed during preventive maintenance by the manufacturer's field service engineer. There was no patient involvement, nor patient impact. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 30may2020 b4: (B)(6) 2020 the manufacturer's field service engineer (fse) confirmed the reported problem. The fse replaced the front bezel to address and correct this reported event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 04may2020.

Event description:
The customer reported nav ring failure. There was no patient involvement.